Event description:
The patient was initially implanted with an afx2 bifurcated stent graft (bsg), an afx vela suprarenal aortic extension, and an afx iliac extension for the treatment of an abdominal aortic aneurysm (aaa) on (B)(6) 2016. On (B)(6) 2023, an ovation ix extension and an afx limb stent graft were implanted to treat an iliac artery aneurysm distal to the afx2 stent graft on right side. On (B)(6) 2025 it was reported that a recent routine follow-up angiogram revealed a type ib endoleak in the left common iliac to the distal aorta and a possible aneurysm enlargement. On (B)(6) 2026 the patient was brought in for treatment of the type ib endoleak. The computed tomography (CT) scan was a little hazy and the angle of the external iliac coming off the aneurysmal common iliac was not appreciated. The afx iliac extension was implanted without incident, but the removal of the delivery system was not possible. It was reported that the bottom of the nose cone was stuck on the strut of the graft at what amounted to a right angle where the external iliac artery came off the common iliac artery. The delivery system was unable to be removed despite multiple attempts and tricks. The physician decided to perform an open conversion repair, with explantation of the stent grafts. The physician stated that the removal of the stent grafts was extremely difficult. The suprarenal required clamping, and the aorta is very thin. The physician attempted to sew the fabric graft (non-endologix) to both iliac arteries, but it was not possible. The physician used bilateral groins and there was dense scaring tissue on the right side. The patient lost a lot of blood. The colon appeared dusky throughout. The patient was closed however the patient expired the following day, (B)(6) 2026.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation, as it was discarded. Patient imaging studies were received for further evaluation by the clinical specialist. Medical records have been requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the unable to withdraw the delivery system, surgical conversion and death are unconfirmed. This is not consistent with the reported adverse event/incident. Device, user, procedure or anatomy relatedness of the complaint could not be determined. No procedure related harm could be determined. The clinical evaluation also shows reasonable evidence to suggest that there was concomitant product use of an ovation extension in the right limb, which is off-label however, it is unlikely this contributed to the reported event. The distal angulation of the left common iliac artery was 95 degree and could have contributed to the reported unable to withdraw delivery system which is patient anatomy related but could not conclusively be determined. It was reported that the nose cone became entrapped on a stent graft strut at the common iliac external iliac artery junction. Multiple attempts to retrieve the delivery system were unsuccessful. The physician proceeded with open conversion and explantation of the stent grafts which was challenging and complicated by significant blood loss and a diffusely dusky colon intraoperatively. The patient was reported as deceased on postoperative day one however, this could not be conclusively determined. The final patient status was reported as expired the following day, (B)(6) 2026. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: b6: relevant test/lab data (rfb) has been updated. G3: awareness date has been updated. H6: investigation type codes: remove code 4118. H6: investigation finding codes: remove code 3233. H6: investigation conclusion codes: remove code 11.